Event description:
It is reported that helical blade coupling screw broke off when a surgeon tried to insert coupling screw with the help of helical blade inserter. The surgery was completed successfully. There was no delay in the surgery. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
The investigation could not be completed and no conclusion could be drawn as no lot number was provided and no device was returned. Placeholder.